Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also reported that the local medtronic representative went to the hospital to test the insulin pump, and the insulin pump passed the tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.